Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. One kink was observed at 79.2 cm from the proximal end of the microcatheter. A microscopic inspection was performed along the entire length of the microcatheter. No other damages were observed. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The reported issue in the complaint was confirmed based on the conditions of the returned microcatheter. According to the risk documentation, the inability to deliver the therapeutic device or track the guidewire to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31226088) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation and warning: remove catheter and inspect to verify that it is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the full primary UDI number and to report that the product analysis lab received the complaint device on 11-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 7682991) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31226088) and could not advance further. After several attempts to retract the stent and delivering it again, the stent was still impeded in the microcatheter. The physician removed the microcatheter and the stent from the patient and found that the delivery wire and the microcatheter were kinked / bent. The physician switched to new devices to complete the procedure. There was no report of any negative patient impact. On 25-jun-2024, additional information was received. Per the information, the patient is a 67-year-old male with a history of hypertension. The procedure was a stent-assisted coil embolization of an aneurysm on the left m1 segment of the middle cerebral artery (mca); the target was the left mca, left m1 segment bifurcation. An adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The information indicated that the delivery wire was kinked. Nothing unusual was noted about the system prior to use. The replacement stent was another 4mm x 23mm enterprise 2 (encr402312) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no delay in the procedure as a result of the reported issues; the information also confirmed there was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31226088) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.